Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg); cause was unknown. Customer required assistance by paramedics consuming gel glucose tabs to treat bg level. Tandem technical support performed a system check and determined the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.